Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was coming out of the patient¿s chest. The patient presented in clinic that same day. No signs of infection were noted, clinician suspected the device was coming out due to continuous manipulation by the patient. The device was removed. The patient was stable.